Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error alarm. The customer's blood glucose was unknown. The insulin pump displayed the alarm critical pump error with an open book image. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error alarms noted, however device received with corroded electronic assemblies. Device alarmed pump error 63 alarm (variable 3) during self test and confirmed in the device history due to broken pin trace on keypad assembly.